Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Right periprosthetic fracture.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed following a review by a clinical consultant. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant noted: pp-fracture as an intra-operative complication with occurrence of a fissure or fracture in the bone due to mismatch between component size and bone strength usually becomes evident very early post implantation, at the latest within a few days when the patient starts to ambulate on the operated leg. The interval of 7-weeks between surgery and occurrence of the fracture makes this cause rather unlikely. This would leave an external trauma of the patient the most likely cause of the problem. Also the type of fracture in the stem tip area is consistent with external trauma. Intraoperative fractures due to mismatch between stem size and bone strength are caused by the stem ¿wedging¿ into the femur with most of fracture and dislocation in the proximal femur, not applicable to this patient. Even though trauma was not reported, both timing and type of fracture are consistent with external trauma of the patient and/or an adverse movement of the patient during rehabilitation after arthroplasty. All this allows to conclude that quite likely an unknown patient trauma, because not reported or due to lack of information, has been a principal factor to contribute to the problem and caused the pp-fracture. Device-related factors play no role because the problem is located outside the device and materials and/or manufacturing aspects of the device play no role in pp-fracture failure scenario¿s. This case is not device-related. Device history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. Conclusions: a review by a clinical consultant concluded: traumatic overload condition has contributed to a periprosthetic fracture around the accolade ii stem requiring revision. Further information such as the return of device, additional x-rays, operative reports as well as patient history and follow-up notes are needed to investigation further. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
Right periprosthetic fracture.